Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side implant rupture. Device has been explanted and replaced.

Event description:
Healthcare professional reported right side implant rupture. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified an opening in the radius side assessed as surgical damage and missing side assessed as inconclusive.additional observations: creases fold, wear abrasion and white encapsulation observed on the device. Additional, changed, and/or corrected data: d1, d2, d4, d9, g4, h3, h4, h6.

Event description:
Healthcare professional reported right side implant rupture. Device has been explanted and replaced.